Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign material in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that leak failure occurred in the universal cord due to a pinhole on the universal cord. That could have been why reprocessing could not have been completed, and foreign material remained in the objective lens. The event can be detected/prevented by following the instructions for use which state: labeling: we checked the instruction manual at the time of product shipment and found the following chapters for reprocessing: chapter 3 compatible reprocessing methods, chapter 4 reprocessing workflow for endoscopes and accessories, chapter 5 reprocessing the endoscope (and related reprocessing accessories), chapter 6 reprocessing the accessories, chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.